Event description:
Medtronic received information reporting that the distal end of the pipeline flex with shield could not be opened. The middle segment of the pipeline was positioned in a vessel bend. Less than 50% of the device was deployed when the failure to open occurred. No other steps or devices were used to open the pipeline. When attempted to resheath the pipeline for the third time, the pipeline became locked up in the distal end of the catheter. The physician released the slack in the system but it did not resolve the issue. It was noted the devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed continuously with heparinized saline. There was no damage observed to the catheter or the pipeline pushwire. The pipeline and phenom were removed together and replaced to complete the procedure.  There was no harm or injury to the patient who was undergoing a procedure for flow diverter treatment of an unruptured saccular internal carotid artery aneurysm. The aneurysm max diameter was 8mm and the neck diameter was 4mm. Vessel tortuosity was moderate. Post-procedure angiography showed good results.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis #704907079:¿ equipment used: video inspection system (m-78210), ruler 200cm (m-83361), camera (panasonic lumix dmc-zs5) and in-house 0.0265in m andrel ¿ drawing(s) referenced: dwgsped-xxx-xx rev. J and sa-00008 rev. H n/a ¿ as found condition: the pipeline flex shield and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch and within an opened pipeline flex outer carton. The pushwire was returned stuck within phenom 27 catheter. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched. The distal and proximal ends of the pipeline flex shield were found fully opened and moderately frayed. The pipeline flex shield pusher was appeared to be bent at ~9.5cm from proximal end. No damages were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. No flash or voids molded were observed in the phenom 27 catheter hub. The phenom 27 catheter body found to be kinked at ~79.3cm from proximal end. The phenom 27 catheter tip and marker were examined; and no damages were found. No other anomalies were observed ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The pipeline flex shield could not be pushed forward or removed. For further examination, the catheter was cut to remove the pipeline flex shield and braid from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. ¿ conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open at the distal end as the distal and proximal ends of the pipeline flex shield braid were found fully opened and moderately frayed and the cause for damage could not be determined. However, based on the analysis findings, the pipeline flex and phenom 27 catheter were confirmed to have resistance as the returned pipeline flex shield was stuck inside the phenom 27 catheter. In addition, the pipeline flex and the phenom 27 catheter were found to be damaged. From the damages seen on the catheter body (kinking), pipeline flex shield braid (fraying) and hypotube (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the phenom 27 catheter against resistance. It is likely that patient tortuous anatomy during delivery may have contributed to the reported issues. There was no non-conformance to specifications identified that led to the resistance issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.